Event description:
It was reported that the patient had multiple shocks delivered due to a ventricular tachycardia storm. The patient arrived at the hospital and a magnet was placed over the device and external defibrillation was delivered. Abbott technical support was contacted and undersensing was observed due to device programming. There was no alleged malfunction against the device, the r wave signal was very small at the time of undersensing. The patient also experienced a delay in therapy due to undersensing; however, since the patient had a vt storm, multiple high voltage shocks were delivered in a short amount of time. The patient received an upgraded triple chamber device to resolve the event.